Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: primary alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. The customer reported that the v60 ventilator displayed a "check vent: primary alarm failed" error code. A sales representative evaluated the device and confirmed that the customer's allegation was had occurred. A service engineer (se) reported that the "check vent: primary alarm failed" (motor speaker fail, diagnostic code 1102) was duplicated at the repair center. It was also confirmed that the error code was logged in the event log. The se reported that the speaker #1 was replaced, and the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The suspected speaker returned to philips for failure investigation. The technician documented the following conclusion/root cause, "the product investigation lab (pil) has verified by a temporary install of the suspect speaker onto the pil standard test bed (stb) and noted that there was an alarm for check vent: primary alarm failed with repeat of e1102 error code during the diagnostic portion of the stb operation. In addition, the pil tech verified that the speaker does not operate as expected during an induced alarm condition. The failure of this returned speaker is due to an open resistance to the voice coil of the speaker. Pil could conclude that the returned speaker is faulty."